Event description:
Caller alleged discrepant results. Results as follows: date: 2009, inratio: 1st test 2.8, 2nd test 3.2.

Manufacturer narrative:
Inratio precision data provided by end-user: date: in early 2009. Inratio: 1st test 2.8. 2nd test 3.2. Mean = 3.0; sd = 0.28 ; %cv = 9.4%. The %cv of 9.4% is less than 20%. Per internal procedure, the precision criteria is met. No product testing is required. No corrective action is required as no product deficiency was established. As of the following, the meter is not expected to return. No further investigation is required at this time.